Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare had detached, and several kinks were found along the working length. The condition of the returned device rendered functional testing impossible. The complaint that the sheath "broke in half" was confirmed; a detached flare can cause the sheath to appear broken. It is likely that manipulation of the device during the procedure caused it to kink. Kinks can cause resistance during loop extension, and subsequent attempts to actuate the device can result in detachment of the flare. Therefore, the most probable root cause of the failures identified is operational context.

Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the sheath tore at least one foot from the device handle as the device was being removed from the scope. The distal portion of the sheath did not disconnect completely; rather, it was reported to be "hanging on by a thread." The sheath did not appear to be stretched in this area. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the sheath tore at least one foot from the device handle as the device was being removed from the scope. The distal portion of the sheath did not disconnect completely; rather, it was reported to be "hanging on by a thread." The sheath did not appear to be stretched in this area. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.